Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and exit block. It was noted that the leadless implantable pulse generator (ipg) exhibited high thresholds, undersensing and intermittent loss of capture related to patient posture. The device was reprogrammed to high outputs, will continue to be monitored and remains in use. No further patient complications have been reported as a result of this event.